Event description:
The customer complained of discrepant inr results for 2 patients from coaguchek xs pro meter serial number (B)(4) compared to the laboratory results. For patient 1 at approximately 11:15 am the result from the meter was 3.8 inr. At 12:26 pm the result from the laboratory using venous blood was 2.4 inr with neoplastin reagent. For patient 2 at approximately 4:30 pm the result from the meter was 3.8 inr. At 4:45 pm the result from the laboratory using venous blood was 2.9 inr with neoplastin reagent. Patient 2 was a (B)(6) female with a date of birth of (B)(6). There was no allegation of an adverse event. The patients' overall health was "good". The patients were not anemic and no other anticoagulants. The patients had no illness, no new medications, no bleeding, and no bruising. Patient 1 had a therapeutic range of 2.0 - 3.0 inr. Patient 2 had a therapeutic range of 2.5 - 3.5 inr. The qc was acceptable. The suspect device was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.